Event description:
Litigation alleges that the patient suffered inflammatory arthropathy and response to left hip prosthesis; acute infection on chronic inflammatory process; fibrous tissue and pseudomembrane; osteolytic defect lesser trochanter; wear synovitis; mechanical complications right total hip replacement; metallosis; chromium and cobalt toxicity and complications therefrom.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.